Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with when suctioning a medication the product exited behind the plunger.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with when suctioning a medication the product exited behind the plunger.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged at 1 sample, which caused the aspiration difficult and leakage during the syringe usage. The other 10 samples didn¿t show any defect. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0, 65%. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. The incident identified from this complaint will be monitored for trend evaluation.